Event description:
It was reported that during npwt utilizing renasys go pump, the nurse was unable to charge the battery with the ac adapter connected to the device. However, it was reported that when the patient accidentally touched the ac adaptor, a battery charging screen was displayed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.